Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state: visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization the instructions for use state: fully retract and extend snare to confirm smooth operation of device. Before using the acusnare, the instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to difficulty with current application. Before using the acusnare, the instructions for use instruct the user to inspect the active cord prior to use. If an abnormality is noted, the instructions direct the user not to use the active cord. Damage to the active cord could contribute to difficulty with current application. Prior to distribution, all acusnare polypectomy snare soft are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy, the physician used a cook acusnare polypectomy snare soft. The cautery stopped working in the middle of the polypectomy, only burning half of the area. The product did not adequately conduct electricity for cautery. When the physician changed snares, the cautery was working again. No patient harm. This report was received from the user facility via medwatch report number mw5057276 on 11/05/2015.